Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non bsc device and then a 3.50x20mm taxus liberte stent was advanced to the lad, however, it was unable to cross the lesion. The device was removed from the pt, and it was noted that the stent struts were lifted. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non bsc device and then a 3.50x20mm taxus liberte stent was advanced to the lad, however it was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
(B) (6). (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent moved distally approximately 1mm from the distal edge of the distal markerband. The stent struts were slightly flared over the distal markerband. A visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 and 2 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).